Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 5 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on june 18, 2024. The reporter alleged that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. It was stated that there were hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1780kpk, mmt-1780kpk, mmt-332a, mmt-1780kpk, mmt-1780kpk, mmt-1780kl, unomedical. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned. Mmt-1780kpk was requested and customer response was the device will be returned. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for unomedical.